Event description:
A surgeon reported that after a femtosecond laser procedure the pt presented with a bubble-like, partly planar subepithelial clouding of the whole cornea. Pt was treated with sodium chloride and local steroids were increased. In surgeon's opinion, the femtosecond laser caused or contributed to the event since no other measures were performed on the cornea.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).